Event description:
It was reported the patient admitted herself to the emergency room (ER) of another hospital 5 hours post-surgery due to pain in her head and heart racing; blood pressure as per the ER was 220/85. The patient was released and the ER diagnosis was not known. The patient returned home the day after the event. It was reported the implantable neurostimulator (ins) was infected. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7436, serial# (B)(4), product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 3389-40, lot# j0217006v, implanted: 2004-(B)(6), product type lead product ID 3387-40, lot# j0101957v, implanted: 2001-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the location of the patient's infection was the stimulator site. It was unknown if cultures were performed. The patient's entire deep brain stimulation (dbs) system was removed; the date and hospital were unknown. Patient outcome was unknown.